Event description:
A hospital in (B)(6) reported they received packaging without labeling.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation of the alleged locking screw packaging indicates that this is without marking label. This is clearly a packaging error. Obviously a step during the packaging process was not executed correctly. Unfortunately, this packaging error was not noticed in the quality control and prior to delivery. As we have not received any further complaints from the same lot and have no other products in stock, we expect this is an individual case. The investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.